Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 78 mg/dl (system 1) and 140 mg/dl (system 2). Readings occurred with the same vial of test strips.